Manufacturer narrative:
Corrected executive summary to clarify reason for blade break.

Event description:
It was reported that during equipment testing conducted at the user facility the blade was flying out. The device was sent to stryker instruments for maintenance. During functional testing by a service technician at the manufacturer facility, it was found that a cutting blade broke while in use with the device due to a loose component in the blade mount assembly, which caused the blade to fit and lock into the device improperly. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. (B)(4): failure analysis in progress.

Event description:
It was reported that during equipment testing conducted at the user facility the blade was flying out. The device was sent to stryker instruments for maintenance. During functional testing by a service technician at the manufacturer facility, it was found that a cutting blade broke while in use with the device due to severe blade whip. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted at the user facility the blade was flying out. The device was sent to stryker instruments for maintenance. During functional testing by a service technician at the manufacturer facility, it was found that a cutting blade broke while in use with the device due to severe blade whip. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event of the blade flying out was duplicated by a manufacturer service technician through functional evaluation. It was confirmed that the device had blade whip severe enough to break the blade off. A damaged spherical bearing in the yoke assembly was identified as the probable cause of the reported event.